Event description:
It was reported that a patient "never had therapeutic effect". It was noted that the patient has had therapy off for "the past year" because it was not effective for the patient. It was stated that the patient took oral medication every hour to treat his symptoms. It was reported that the patient was implanted in 2009 and the patient's right side was "off target". The doctor re-did the right side, but the patient still did not get therapy results. It was stated that the patient had dyskinesia that was not being effected by therapy, so they just shut therapy off and used oral medication. It was noted that the patient was in physical therapy for sciatica and they were doing exercises for 3 weeks.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009; product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v276341, implanted: (B)(6) 2009; product type: lead. Product ID: 3389s-40, lot# v149877, implanted: (B)(6) 2009; product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. Product ID: 3389s-40, lot# v276341, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information received reported that the event was caused by improper lead placement. It was noted that it was unknown if the patient required hospitalization. It was noted that the health care professional (hcp) had not seen the patient since 2009.